Event description:
Literature was reviewed regarding ¿ in situ laser fenestration for zone 2 thoracic endovascular aortic repair: a 15-year experience demonstrating its safety, efficacy, and durability¿ the time frame of this study was over an fourteen-year period. This study presents the long-term outcomes of in situ laser fenestration (islf) of the left subclavian artery (lsa) in zone 2 thoracic endovascular aortic repair (tevar). Talent, valiant captivia, valiant navion and non medtronic stent grafts were implanted in the cohort of 81 patients. Non medtronic stents were implanted in the lsa. Among the patient population the following malfunctions occurred: ia endoleak, ib endoleak no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿ in situ laser fenestration for zone 2 thoracic endovascular aortic repair: a 15-year experience demonstrating its safety, efficacy, and durability¿ montgomery w, pierce f, alie-cusson fs, alsheekh a, el sayed hf, panneton jm. Journal of vascular surgery. 2026 jan;83(1):11-19. Doi: 10.1016/j.jvs.2025.08.044 no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported a2: mean age a3a: majority sex date of publish used for incident date in section 2.3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.